Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. After approximately two weeks, a surgical intervention was performed, wherein a crack was noted in the right cylinder connecting tube. Therefore, it was decided to remove the right cylinder and pump. There were no patient complications reported.

Manufacturer narrative:
Approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. After approximately two weeks, a surgical intervention was performed, wherein a crack was noted in the right cylinder connecting tube. Therefore, it was decided to remove and replace the pump. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this ipp ms (momentary squeeze) pump underwent a thorough analysis. The ms pump was visually inspected, microscopically examined, and functionally tested. The tubing was not returned for analysis, as it was cut down to the pump block. The pump did not pass activation testing. The reported allegation of tubing hole could not be confirmed; however, product analysis confirmed a pump anomaly that is likely to have affected the functionality of the device.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was no longer functional. After approximately two weeks, a surgical intervention was performed, wherein a crack was noted in the right cylinder connecting tube. Therefore, it was decided to remove and replace the pump. There were no patient complications reported.